Manufacturer narrative:
This is a follow up to report 9616099-2016-00522 as additional information was received. As reported, the patient underwent placement of an optease vena cava filter. The patient underwent laminectomy. The patient was then found to have a pulmonary embolism and a right lower extremity dvt postoperatively. Because of the recent surgery, anticoagulation could not be started for treatment of the pulmonary embolism as well as the dvt therefore it was decided that an ivc (inferior vena cava) filter would be placed. The patient was informed of the risks and benefits prior to being brought to the catheterization lab, the patient gave informed consent. A 6 french optease sheath and dilator were placed into the inferior vena cava and an inferior venacavogram was performed. A 6 french optease filter was placed and positioned under fluoroscopy. The ivc was measured to be of adequate size for this filter. The filter was deployed under fluoroscopy without any complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information was received and the patient suffers from occlusion of the inferior vena cava filter making the filter difficult and/or impossible to retrieve. The occlusion has resulted in bilateral leg pain. The patient continues to suffer from filter occlusion resulting in leg pain. The filter remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot 15501261 was performed and the following was found: review of lot 15501261 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No issues were noted that were considered potentially related to the reported complaint. No non-conformances or process excursions were generated for this lot 15501261. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clotting, blood clots and thrombosis causing occlusion within the filter do not represent a device malfunction. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter; however, there is not report of an attempt to remove the device. Retrieval of the optease vena cava filter is indicated up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Pain does not represent a device malfunction. The pain this patient is experiencing may be related to the ongoing, underlying disease process of deep vein thrombosis. This process is known to cause the pain and discomfort for the patients who suffer the syndrome. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review, a relation between the device and the events could not be determined. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in a legal brief, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information was received and the patient suffers from occlusion of the inferior vena cava filter making the filter difficult and/or impossible to retrieve. The occlusion has resulted in bilateral leg pain. The patient continues to suffer from filter occlusion resulting in leg pain.